Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 390 mg/dl. The customer's mother declined to perform troubleshooting at the time of the report. Nothing further was reported.